Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01580.

Event description:
It is alleged that the patient received a celect ivc filter device on (B)(6) 2011. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.